Event description:
The rptr stated that they did back to back (rapid succession) blood glucose tests. Rptr's results were 96, 353 and 169 mg/dl. They did not have any symptoms. On followup, the rptr stated that they were feeling fine. They stated that they had oversaturated the test strips. No harm was alleged.